Event description:
It was reported that the radio frequency (rf) programmer head and electrocardiogram (ECG) port do not work. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; both the programmer and the rf (radio frequency) head passed functional testing and able to interrogate. Analysis found the stylus pen was not tracking with the display screen; overlay found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067l radio frequency (rf) programmer head. (B)(4).